Manufacturer narrative:
Use error: per the user guide: always remove all air bubbles from the pump before beginning insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent air bubbles were observed in the infusion set tubing and site. Customer primed out the bubbles or changed pump supplies to remove the bubbles. Insulin delivery was resumed. Blood glucose ranged from 200-356 mg/dl. Reportedly, customer had inadvertently forgot to remove the air from the cartridge during the insulin loading step.